Manufacturer narrative:
B3 date of event - estimated as two days post implant. D6a explant date - estimated as two days post implant.

Event description:
It was reported embolization occurred. A left atrial appendage closure (laac) procedure was performed using a watchman access system and a 20mm watchman flx laa closure device. The wds was advanced, deployed, and released after meeting position, anchor, size, and seal (pass) criteria. Although slight movement was noted after release, transesophageal echocardiography confirmed the device remained in place, and the patient was discharged the following morning. Two days post procedure, the patient presented with acute lower limb pain and weakness. Imaging revealed embolization of the closure device to the femoral artery. Vascular surgery successfully removed the device. No valvular damage was identified, though localized internal disruption of the abdominal aorta was noted without distal dissection. The patient remained stable postoperatively and was discharged home. There are no plans to reattempt device implantation.